Event description:
It was reported that the unit was not operational. There was no known patient impact.

Manufacturer narrative:
H3: product analysis found verified not working properly. Unit presented with 1.7.5 software and defective ssd pcba board 1.1.1. H6: codes applicable are fdm b01, fdr c0201, fdc d16 and img g02005. Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: (B)(4) , serial/lot #: (B)(6) , UDI#: (B)(4) ; h3: product analysis found unit presented with software 1.7.5. No fault found. H6: codes applicable are fdm b01, fdr c19, fdc d14 and img g02005. 2. Product ID: (B)(4) , serial/lot #: (B)(6) , UDI#: (B)(4) h3: product analysis found unit presented with software 1.7.5. And broken clips and bottom housing/case. H6: codes applicable are fdm b01, fdr c070603, fdc d16 and img g0405204, g04070. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: previously applied code fdc d16 is no longer applicable. Fdc d02 is applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: 1. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); h6: previously applied code fdc d16 is no longer applicable. Fdc d20 is applicable. 2. Product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4), h6: previously applied code fdc d16 is no longer applicable. Fdc d20, d1102 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.